Event description:
It was reported that the ilet user experienced a leaking cartridge because the infusion set connector was placed on the cartridge outside of the chamber, and the agent provided education on the correct supply change process. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a use error problem with icorrectly attaching the infusion set connector, with the device component not further specified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error.